Event description:
It was reported that the 6800 system had poor image quality and there was an image burned into the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor and camera were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.